Manufacturer narrative:
This instrument has been investigated. On (B)(6) 2015 an ocd field engineer (fe) arrived at the customer site and found values out of range. The fe performed the camera reader alignment, reader camera optics, and reader camera fine adjustment. The new camera value is 113. Repairs have returned the instrument to expected operation.

Event description:
The fe discovered that the provue camera setting was out of specification. The log showed the setting to be at 135 which is out of specification. The customer is unable to confirm no erroneous results have been reported due to the length of time the out of specification condition has existed. The fe informed the customer of the out of specification finding. (B)(4).